Manufacturer narrative:
Customer reported that during a procedure the surgiphor bottle split down causing the solution to spill all over the patient and the wound. No patient impact has been reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the surgeon squeezed the surgiphor bottle, and the bottle split down the middle causing the solution to spill over the patient and wound. No health consequences were reported.

Event description:
It was reported that the surgeon squeezed the surgiphor bottle, and the bottle split down the middle causing the solution to spill over the patient and wound. No health consequences were reported.

Manufacturer narrative:
Customer reported that during a procedure the surgiphor bottle split down causing the solution to spill all over the patient and the wound. No patient impact has been reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) addendum: this supplemental MDR is submitted to document the result of investigation performed to analysis root cause. After investigation, a cracked surgiphor bottle was confirmed. A definitive cause of the crack was not determined. A device history record review found no non-conformances associated with this issue during production of this batch. The most probable root cause can be attributed to post manufacturing handling. A CAPA has been opened to further investigate the reported issue. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.